Event description:
It was reported that a handpiece attachment being used with a drill both overheated, resulting in a burn approximately 1 cm x 3 cm in size on the middle of upper lip to the mouth crease. The severity was between 0 and 1, only (B)(4) affected, no blister, just skin redness. The burn was cleaned and covered, antibiotics were prescribed - erythromycin, to prevent infection. It was further reported that the attachment leaked an oil-like substance during the procedure. A small amount of oil did come into contact with the surgical site, but no additional treatment was given for the leaking. The procedure was completed successfully with a back up device.

Manufacturer narrative:
The handpiece and attachment have not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.